Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasions were found at 9.7 cm to 12.0 cm and at 14.0 cm to 14.3 cm from the connector pin breaching the optim sheath only. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise an event observed during analysis.